Event description:
I was injected with a filler called juvederm voluma xc in the morning of (B)(6) 2016 and started to notice bizarre symptoms several hours afterwards (in the evening). I couldn't feel my legs, I had nerve pain down my back, tightness in my arms, trouble concentrating, and trouble breathing. This pain steadily worsened until I received a vial of vitrase 8 days later, in order to help dissolve it. General anxiety, numbness. Why was the person using the product: to restore volume in face.